Manufacturer narrative:
Occupation: reporter is a synthes employee. (B)(4). Part: 03.010.103, lot: 77p1650, manufacturing site: (B)(4), release to warehouse date: november 12, 2020, a manufacturing record evaluation was performed for the finished device 03.010.103, lot: 77p1650 and no non-conformances were identified. Visual inspection: the drill bit was returned and received at us customer quality (cq). Upon visual inspection, the distal tip was observed to be broken off and was not returned. Since no x-ray was provided, the complaint condition for embedded device cannot be confirmed. No other issues were observed with the returned device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Drill bit 3-flutes dx.x. Investigation conclusion: the overall complaint is confirmed. No definitive root cause could be determined from the available information. However, it is likely that any unintended excessive forces during usage could have contributed to complaint condition. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown procedure, the 3.2mm three-fluted drill bit was split. The tip of the drill bit was left in the patient. There was no surgical delay. There is no further information available. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 2 of 2 for (B)(4).